Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked. During testing, the pump was powered on and the display screen text appeared dim and discolored. The keypad cover was removed and contamination was found under all button contacts. Unrelated to these issues, the keypad cover was peeling at the ok button.

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, a dim and discolored display, and contamination under keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2014.